Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(4) year old female patient underwent a revision augmentation with a saline mentor smooth round moderate profile 175cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor 175cc saline implants (filled to 200cc) on (B)(6) 2018.

Manufacturer narrative:
It was reported that a (B)(6) year old caucasian female patient underwent a revision augmentation with a saline mentor smooth round moderate profile 175cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor 175cc saline implants (filled to 200cc) on (B)(6) 2018. The patient had no complications with surgery; the patient recovered fully. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed a rent measuring approximately < 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 1175cc saline breast implant, catalog # 3501620, s/n: (B)(4). Mentor has received new information about the patient. The patient is a caucasian and the patient had no complications with surgery; the patient recovered fully. Manufacturer¿s reference number: (B)(4).